Event description:
Blister/breakdown under product. The end user reported a blister/breakdown under the hydrocolloid border of the wound dressing following her caesarean section on (B)(6) 2013. The reaction was first discovered when the dressing was removed by her midwife on (B)(6) 2013. The event was reported by the patient via email and also forwarded by the patient to the director of midwifery at her local hospital (B)(6). In 2010 during the caesarean section of a previous child, the patient stated she experienced a severe dermatological reaction to the adhesive and/or dressing material used after the procedure. The dermatological reaction from the dressing lasted a month before all discomfort disappeared, followed by topical prescription treatments from her doctor. When she became pregnant again in 2012, the patient proactively informed the healthcare professionals (midwives, nurses, doctors surgeons, etc.) Of her previous reaction at all stages of the pregnancy up until her planned c-section on (B)(6) 2013. On the morning of her procedure, she was assured by the hospital staff that the new dressing used would be "completely hypoallergenic. " after the procedure, aquacel surgical cover dressing was used on the wound. On the following morning, the patient began to experience discomfort below the dressing which worsened throughout the day and during the night. A midwife visited her home on (B)(6) 2013 and removed the dressing and found a similar dermatologic reaction that the patient experienced three years earlier (2010). The skin was raised, red, itchy and contained fluid filled with blisters. Her general practitioner was contacted and prescribed hydrocortisone cream. The reaction worsened so another doctor provided a home visit and prescribed a different cream. He noted the hydrocortisone cream was not suitable for open wounds (the blisters were bursting and weeping).

Manufacturer narrative:
This adverse event has been deemed a serious injury. From a clinical perspective, a causal relationship between the aquacel surgical cover dressings and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. After follow up with patient and the director of midwifery, there was no info provided regarding the specific lot number or exact size of the wound dressing used. No add'l info has been received. Reported to FDA on (B)(4) 2013.